Event description:
It was reported that the user received a dosing stops soon alert on the ilet after pairing a new dexcom g7 continuous glucose monitor (cgm) sensor and then experienced pairing failed messages when attempting to connect the cgm to the ilet, while the sensor remained connected to the dexcom app, indicating an intermittent communication failure limited to the ilet integration and associated with the device¿s electrical and magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure, implicating the antenna component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.